Event description:
Procedure type: inguinal hernia repair. According to the reporter: a plastic piece of the balloon trocar fell off into the pt's cavity, however, it was found and retrieved. A new instrument was used to complete the procedure. The operating time was extended by 15 minutes as a result. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 06/11/2008.